Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having low sensor glucose of 46mg/dl and high sensor glucose that goes up to 270+mg/dl. Customer would have to suspend all insulin delivery for the associated low blood glucose or bolus for uncontrolled high blood glucose. No treatment was mentioned for the low - customer just suspended the pump. No troubleshooting was done. Helpline could not reach the customer. It was unknown if pump was used within 48 hours of the high and low and if smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the transmitter and the pump, lost sensor alarm. The customer reported blood glucose value of 46 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), other. The event involved product(s) mmt-332a, mmt-7040ma, mmt-1884l, mmt-7841zn, mmt-387a. Troubleshooting was not performed. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-387a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section a4 with this report. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 to (B)(6) 2024 as per new additional information and which is updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.